Event description:
The patient was placed on compression therapy following cardiac surgery. He developed a pressure ulcer on the right leg near the achilles.

Manufacturer narrative:
The patient was placed on unilateral lower extremity compression therapy following cardiac surgery. He developed a stage ii pressure ulcer that measured 3 cm x 1 cm x 0.1 cm. It was a pink wound bed that was very shallow and barely open. It was treated with mepilex and a hydrocolloid dressing. Three days later, it was reported to be healing nicely and the patient was subsequently discharged. The facility did not document calf circumference measurements for the patient and it is not known if the correct garment size was being used for this patient. There was no information provided regarding documentation of regular skin assessments prior to the identification of the pressure ulcers. No sample was returned for evaluation. We have no information to suggest the device did not function as intended. However, due to the reported incident and need for medical intervention, this medwatch is being filed.